Manufacturer narrative:
H10: the actual devices were not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed that the white twist clamp was not fully engaged into the locking position. The reported condition was verified. The cause of the condition was determined to be manufacturing related during milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were unable to close; further described as the ¿clamp cannot be completely closed.¿ this was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.